Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:no data from the time of the incident were recorded in the black box due to continued patient use.

Event description:
The pt received emergency room treatment for hypoglycemia. The pt administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt administered excess insulin by priming the pump while attached to the infusion set. The pt reported that he regularly primes while attached. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence. The pt has continued to use the pump with no reported subsequent events.